Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display is stuck at the start up screen and has a constant tone. Customer stated that the time is moving forward and the battery icon is full. Customer stated that she suspended the pump and after she resumed, she heard a tone 15 minutes later coming from the pump. Customer did not see a message displayed and removed the battery. Customer stated that when she inserted a battery, the screen got stuck. Customer's blood glucose was 59 mg/dl at the time of the incident. Customer stated that the keypad is now unresponsive and there was no alarm documented. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Device received with moisture damage in motor assembly, vibrator, and keypad and battery tube assembly. It was unable to verify button not responding and audio/beep anomaly due to blank display. Unit had cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.